Manufacturer narrative:
Eval summary: eval of the returned device found that although it was reported that a needle-to-cuff miss occurred the device was fully functional as designed. The suture was not returned with the device; therefore, it could not be determined if the knot was successfully advanced to the puncture site and if hemostasis was achieved. Based on the device eval, the device performed according to spec and a root cause related to the device could not be determined. No mfg or quality issue was detected. In addition, the customer returned three sterile unused proglide devices for eval. The devices were functionally tested. There were no abnormal observations, the suture deployed correctly, and the anterior and posterior cuffs successfully captured their respective needle tips from the test chamois. A root cause related to the device could not be determined. No mfg or quality issue was detected. The devices passed functional testing. A review of the device history record for each lot did not produce any findings relevant to this report.

Event description:
Device malfunction: needle-to-cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, when the needle plunger was retracted, no suture was attached to the needles. A second proglide was used to achieve hemostasis. No adverse pt effects were reported. Though requested, no add'l info was provided.